Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported crack in the guide flush port and subsequent steerable guide catheter (sgc) leak were confirmed via returned device analysis. As it was reported that the crack was not present during device preparation, it is likely that the crack occurred during procedural handling of the sgc or manipulations of the stopcock, as no issues were observed during functional inspection. This information suggests that the user technique contributed to the reported crack and subsequent leak. The investigation concluded that the reported crack in the guide flush port, resulting in the sgc leak, was related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for a leak and crack in the steerable guide catheter, noted during the procedure, which has the potential to cause or contribute to air leak/embolism. It was reported that the steerable guide catheter (sgc) was prepared for use per instructions for use and no issues were noted. The sgc was advanced into the left atrium. The dilator was advanced and the transseptal puncture was made. The dilator and guide wire were removed and an attempt was made to aspirate the sgc; however, it was noted that the sgc would not hold the fluid column. The stopcock was switched out; however, the sgc still would not hold the fluid column. The sgc was removed and a crack was noted at the guide flush port where the stopcock attaches. The crack was not present during device preparation and it is not known when it occurred. No air entered the patient anatomy. A second sgc was then prepared for use without issue. The procedure continued with implantation of one mitraclip, reducing mitral regurgitation from grade 4 to 1-2. There were no adverse patient effects. No additional information was provided.